Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The promus stent delivery system (sds) was not returned for analysis which may have aided in the investigation and determination of cause. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. In this case, it is possible that interaction with the lesion/anatomy contributed to the reported stent dislodgement as there was no damage noted to the stent prior to use which suggests a product deficiency contributed to the reported difficulty. An interaction with the lesion/anatomy during advancement in the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent manipulation within the lesion would have then led to the stent dislodgement. The device lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis; therefore, the part and lot numbers were not reported. All stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that during a procedure of the mid left anterior descending artery, the promus stent dislodged in the patient anatomy. Additionally, it was noted that a second stent was used to crush the dislodged stent against the vessel wall. There was no reported adverse patient sequela. Though requested, no additional information was provided.